Event description:
It was reported the pt is unable to establish communication between his ipg (cervical system) and external devices. Additionally, the pt's programmer displayed a communication error message. It is unk when the pt last charged the system. The pt may undergo surgical intervention at a later date as the next course of action.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.